Event description:
It was reported the remote monitor could not reach telemetry with the device. And, when the phone line is plugged into the monitor, the phone does not work. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.